Event description:
It was reported that the right ventricular lead exhibited a slight increase in capture threshold. The output for the right ventricular channel was reprogrammed to address the increased threshold. There were no adverse consequences reported on the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).